Event description:
A customer had a problem with the kendall single lumen PICC catheter. The customer alleges "that the PICC immediately leaked, when flushed after insertion. The leak occurred in the clear pigtail. It was repaired by the hospital, using its own components; no pt injury was noted."